Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, which multiple individuals replicated despite restarts and device cleaning, leading to missed or delayed meal announcements and necessitating a replacement; the affected device was identified by serial number and the user was advised on data sync, shutdown, loss of water resistance, and maintaining backup therapy. Symptoms included hyperglycemia risk due to delayed or missed meal bolus delivery. Outcomes included a device replacement and a voided warranty for the active device pending return of the damaged unit. Investigation included remote troubleshooting, verification of shipping, repeated outreach for return, and plans for failure analysis upon receipt. Investigation of this case revealed a suspected mechanical failure of the sleep/wake control with functional impairment of user interaction, consistent with a hardware component problem affecting normal operation. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.